Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer received a failed self test alarm every morning for two months. The customer's blood glucose level was 142 mg/dl. The customer replaced the reservoir and filled the tubing while she was connected to the insulin pump. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.